Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No pump error 130 and audio/vibrate anomaly noted during testing. The motor was tested outside of the device and passed. Pump error 63 alarm found in the insulin pump history file due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unspecified error alarm. Customer's blood glucose level was 17 mmol/l at the time of incident. Customer stated that wasn't getting insulin for a while resulting in a blood glucose level of 20 mmol/l. Customer stated that she didn't hear or feel the alarm and insulin pump did a rewind on its own with the reservoir in the insulin pump. The insulin pump will be returned for analysis.